Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the event was not determined.

Manufacturer narrative:
Update to h6: fdd code a0509 was updated to a0510. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the dense mesh stent could not be opened smoothly. When it was withdrawn from the body, the dense mesh stent fell into the phenom 27 catheter and could not be removed smoothly. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed per IFU. No patient symptoms or complications were associated with this event. Ancillary devices include a dense mesh stent.

Manufacturer narrative:
Product analysis as found condition: the phenom 27 catheter was returned for analysis inside a dispenser coil, inside a sealed biohazard bag, and inside a shipping box. Damaged location details: the phenom 27 catheter tip, marker, and body were examined, and no damages were noted. No voids or flashes were noted on the catheter hub, and no other anomalies were found. Testing/analysis: the phenom 27 catheter¿s total and usable lengths were measured within the specified limits. The catheter was flushed with water and was found patent. The catheter was tested by running an in-house 0.026-inch mandrel through the hub and tip without issues. No pipeline braid was found inside the catheter lumen. Conclusion: no complaint was made regarding the returned phenom 27 catheter. Additionally, no damage was found with the returned phenom 27 catheter, and no issues were encountered during device analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition: the phenom 27 catheter was returned for analysis inside a dispenser coil, inside a sealed biohazard bag, and inside a shipping box. The pipeline flex device was not returned with the phenom 27 catheter. Damaged location details: the phenom 27 catheter tip, marker, and body were examined, and no damage was noted. No voids or flashes were noted on the catheter hub, and no other anomalies were found. Testing/analysis: the phenom 27 catheter¿s total and usable lengths were measured within the specified limits. The catheter was flushed with water and was found patent. The catheter was tested by running an in-house 0.026-inch mandrel through the hub and tip without issues. No pipeline braid was found inside the catheter lumen. Conclusion: based on the reported information and device analysis, the customer¿s ¿catheter resistance¿ report could not be confirmed. No issues were encountered during testing of the returned phenom 27 catheter, and no pipeline braid was found inside the catheter lumen. Possible causes of resistance include vessel tortuosity, burrs, bumps, kinks, or other damage to the ped or pusher wire. However, the cause of resistance could not be determined. Since the pipeline flex device was not returned, any contributing factors to the resistance failure could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.